Event description:
The customer was vomiting and hospitalized for high bgs and dka. Troubleshooting was not completed. The customer stated that the luer level is missing and the device was dropped in the past. Instructed the customer to discontinue the pump use and use manual injections.